Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot this issue with the customer over the phone. The customer swapped power supply from another ventilator and is back to service. Medtronic was not authorized to conduct the repair.

Event description:
It was reported that an 840 ventilator breaker tripped when operation on ac power. The ventilator was not in use on a patient at the time the event occurred.

Manufacturer narrative:
(B)(4). New information was received from the customer where indicates that this vent did not operates on ac, but the unit was working on battery (dc) therefore was not a total loss of power. And this malfunction was erroneously reported.